Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of receiving excessive no delivery alarms. Troubleshooting was performed and customer reported that insulin exited during manual prime with greater than normal resistance. Customer was advised that the reservoir may be the reason for the no delivery alarm. Customer also reported to have experienced high blood glucose of 430mg/dl. The customer treated with insulin. The product will be returned.